Event description:
A customer from (B)(6) reported to biomérieux a false resistant carbepenem result for an acinetobacter isolate in association with the vitek® 2 ast-n214 test kit. The customer reported that the acinetobacter isolate was detected as resistant for carbepenem, therefore the patient and their contact person(s) were isolated. The customer stated further investigation and samples (swab) were collected in order to confirm the result obtained with vitek® 2. The customer did not receive any report that the isolation and the false resistant result had any other negative influence in the patient's health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated in response to a customer complaints reporting holes in the white card pouches of some cards at the stitch seam. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolve the issue. A customer communication has been created ((B)(6)2017) and will be distributed to customers who received impacted card lots. The customer letter will include instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter will also explain the potential effects of moisture exposure on card performance.